Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly while connected to a power source. Customer reported blood glucose level was 182 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.